Event description:
Denied complaints pretreatment. Upon initiation to treatment patient complained of shortness of breath, dizzines, feet itching, hands swelling, blood pressure descreased to 70/p. Patient was rinsed back. Normal saline & albumin given. Bp had increased to 100/p. 9/14 was called. Pt placed on 02 and transported to the e.r.*machine tested negative for bleach 10/12.*dialyzer tested negative for formaldehyde 10/12.*all tests on machine passed. 10/12.*all procedures followed 10/12.